Manufacturer narrative:
Concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm; 320-42-00 - equinoxe reverse 42mm humeral liner +0; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-15-01 - eq rev glenoid plate.

Event description:
As reported, approximately 2 years post op shoulder surgery, this (B)(6) male patient reported instability and 2 subluxations over the past year, 4 total since the surgery, none requiring formal reduction. The case report form indicates this event is possibly related to devices and procedure. This event report was received through clinical data collection activities. Revision has not occurred, continuing deltoid strengthening in physical therapy. Outcome is continuing.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.